Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. If the suspect part returns an evaluation will be completed, and a supplemental report will be submitted.

Event description:
The customer reported that while in use with a patient, a vela ventilator gave several alarms. The ventilator displayed xdcr fault, low ve, circuit disconnect, and constant audible errors. The customer reported that the patient was immediately transferred to a back up ventilator and there was no patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was isolated to pt802 failing.